Event description:
Emergin alarm messenger stopped processing philips telemetry alarms. The eis service on the esb server was in a "started" state. When this occurs, alarms are no longer flowing to the caregiver's telecommunication device. The central monitor on the unit receives the alarm.